Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced multiple insulin occlusion alarms while using inset infusion sets, clearing the alarm and changing the infusion set when the alert recurred, with no reported change in blood glucose. Symptoms included no adverse clinical effects. Outcomes included no emergency care or hospitalization, and replacement of the infusion set supply and provision of troubleshooting and education to prevent recurrence. Investigation included review of user-reported events and troubleshooting guidance. Investigation of this case revealed recurrent infusion set occlusions that resolved after infusion set changes, consistent with an infusion set performance issue. It was concluded, based on previously established findings for similar reports, that the cause was user-level infusion set occlusion likely related to infusion site or set performance.